Manufacturer narrative:
Findings: pump passed all current test however a compromised force sensor alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion, prime and excessive no delivery test due to a compromised force sensor alarm. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump doesn't received the correct value. Customer's blood glucose at time of incident was 9.2mmol/l. We checked the blood glucose reader serial number which was correct in pump. Customer was feeling insecure about the pump and was advised that we are replacing it.